Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the issue resolved on its own.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient experienced a pin hole sized infection at the ipg site. The infection appeared to clear following oral antibiotic treatment. However, the infection remained present resulting in the wound to open. The next course of action is undetermined at this time.